Manufacturer narrative:
D4: lot# and UDI updated. H4: manufactured date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis of reverse chance bone fracture on t4 and t12, utilizing an extender device for spinal therapy. It was reported that after correcting with e5 trauma device and final tightening, when removing sl55/60 extender body, a part of the tip broke. The claw part at the tip of the sl55/60 extender body was partially broken, and the broken part was able to be noted by fluoroscopy during the operation, so it was removed, when the broken part and the product were put together, there was no other missing part, so it was thoroughly cleaned, and it was checked by fluoroscopy again and the surgical incision was closed. It was considered that the damage was probably caused by the stress caused by the reduction with trauma device and the operation when the extender body was removed from the screw. No health damage in the patient was reported. There was no fragment remaining in the patient. There were no symptoms or complications reported and no revision surgery. There were no further complications reported regarding the event. Update : procedure : t10-l1 pps reduction and posterior fusion for t12 reverse chance fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis of reverse chance bone fracture on t4 and t12, utilizing an extender device for spinal therapy. It was reported that after correcting with e5 trauma device and final tightening, when removing sl55/60 extender body, a part of the tip broke. The claw part at the tip of the sl55/60 extender body was partially broken, and the broken part was able to be noted by fluoroscopy during the operation, so it was removed, when the broken part and the product were put together, there was no other missing part, so it was thoroughly cleaned, and it was checked by fluoroscopy again and the surgical incision was closed. It was considered that the damage was probably caused by the stress caused by the reduction with trauma device and the operation when the extender body was removed from the screw. No health damage in the patient was reported. There was no fragment remaining in the patient. There were no symptoms or complications reported and no revision surgery. There were no further complications reported regarding the event. Update: procedure: t10-l1 pps reduction and posterior fusion for t12 reverse chance fracture.

Manufacturer narrative:
H3 : visual and optical examination confirmed one of the head gripper components has broken off the instrument tip. The broken off component was returned. Optical inspection revealed a brittle fracture surface. This type of damage is consistent with bend stress overload as the mechanism of failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with a pre-operative diagnosis of reverse chance bone fracture on t4 and t12, utilizing an extender device for spinal therapy. It was reported that after correcting with e5 trauma device and final tightening, when removing sl55/60 extender body, a part of the tip broke. The claw part at the tip of the sl55/60 extender body was partially broken, and the broken part was able to be noted by fluoroscopy during the operation, so it was removed, when the broken part and the product were put together, there was no other missing part, so it was thoroughly cleaned, and it was checked by fluoroscopy again and the surgical incision was closed. It was considered that the damage was probably caused by the stress caused by the reduction with trauma device and the operation when the extender body was removed from the screw. No health damage in the patient was reported. There was no fragment remaining in the patient. There were no symptoms or complications reported and no revision surgery. There were no further complications reported regarding the event. Update : procedure : t10-l1 pps reduction and posterior fusion for t12 reverse chance fracture.